Event description:
Customer reported that he was driving with his wife and pull over to look for the phone chargers. Customer stated that his wife noticed that he was having a seizure and called the paramedics. Customer blood glucose reading was 36 mg/dl when paramedics arrived. Customer reported that he was transported to the hospital were he was treated and released. Nothing further was reported. .

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.